Event description:
Customer reportedly obtained a result of 3.2 inr on the coaguchek s system and 5.7 inr on a comparison lab. Warfarin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.